Event description:
It was reported that the customer's pump battery was depleting faster than expected. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event, as the customer declined further troubleshooting.